Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter; the patient has not notified their managing healthcare provider (hcp). When asked about the circumstances that led to the loss of therapy on (B)(6) 2018, the patient said no changes. No steps have been taken to resolve the loss of therapy and the issue has not been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy. Their device was not working and they needed assistance with making adjustments. The patient stated that these issues began on (B)(4) 2018. They didn¿t have their patient programmer (pp) with them and was going to report back with help to make adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.